Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient allegations of unknown damages. No revision procedure has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch form was provided. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name - unknown; device info - unknown; initial reporter - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown. This event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.